Event description:
An altitude alarm was reported on the pump, causing the suspension of insulin delivery. Blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support guided the customer to remove obstructions from the pump¿s speaker holes and perform cleaning, but the issue persisted as insulin could not be resumed nor a new cartridge loaded. Technical support planned to follow up for further troubleshooting.